Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use spider fx during procedure to treat a moderately calcified plaque lesion in the proximal superficial femoral artery (sfa) with 76% stenosis. The vessel was moderately tortuous. The vessel was pre dilated but not post dilated. IFU was followed. Tip (filter) detachment was reported with the spider and guidewire detached. It was reported that the right sfa was occluded in the stent, and it was planned to undergo stentrototomy. In-stent restenosis of the right sfa was treated by rotary cutting. According to the routine operation, it was blocked when the spider was introduced through the guidewire. After a few attempts, still failed. The device was removed directly, no vessel damage noted. After withdrawing, physician checked the spider and found that the guidewire at the tip had fallen off, and the spider had also detached from its guidewire. The device was replaced with a non-medtronic protective device. There was no patient injury.

Manufacturer narrative:
Product analysis: the device returned loosely coiled inside a previously opened pouch inside a bio-hazard bag. Device was decontaminated with a cidex opa solution and a tergazyme soak. Capture wire was not loaded in the catheter. Damaged capture wire at filter. Damage observed to the clear section of the delivery catheter. Damaged clear section of the catheter. Damaged observed on green delivery catheter. No damage to blue recovery catheter. The distal floppy tip was missing off the returned device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.